Event description:
It was reported that during the implant procedure, there was an issue with placing the left ventricular (lv) lead. The physician elected not to use the lead and decided to replace lv lead. The patient remained in stable condition.

Manufacturer narrative:
Correction: to implant and explant should not have been added, correction to b5 and g2 for missing distributor selection.

Event description:
It was reported that during implant there was an issue with implanting the on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events indicated that the lead could not implanted after multiple trials. As received a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.